Event description:
A bridge bolus was incorrectly performed: the hcp programmed the pump using only the total catheter volume of 0.117 mls instead of the "ttv" of 0.377 mls. As of the time of the report, the pump had been infusing for 30 minutes (0.01063 mls infused). The pump was stopped and then reprogrammed with the correct bridge bolus using total drug volume of 0.366 mls (9.15 mg). The previous drug was infumorph 25 mg/ml at 12.501 mg/day that was bridged to the new drug morphine 50 mg/ml at 12.501 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the reporter was unsure if the bridge bolus was performed correctly. No patient injury or symptoms were reported.

Manufacturer narrative:
Programmer model 8840 serial# unknown catheter model 8709 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk. (B)(4).